Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that yesterday, he noticed there was only 20 units of insulin left in the cartridge of his insulin infusion device. He stated he checked the cartridge compartment and it was sticky. He said, he turned the infusion device upside down and insulin came out. He stated he did not see any obvious cracks in the cartridge. He stated he dried the device out with cotton swabs twice. The patient stated that by this time his blood glucose reading was over 400 mg/dl. He said he put in a new cartridge and bolused to bring his blood glucose down which he successfully did. He stated that the infusion device is working fine in the run mode but, when he tries to bolus he gets an occlusion alarm. The patient was instructed to disconnect from the device and prime 5 units of insulin which he did without error. The patient was then instructed to put the device back into the run mode and try to bolus which he did without error. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.